Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door hasp attached to the refrigerator was found to be positioned too low, causing it to scrape against the remote manager during opening and closing, which led to failures. A field service engineer adjusted the door hasp to better align with the remote manager, and it no longer scraped. To test the repair, an open/close door test was initiated via the hardware test application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis refrigerator failed to stay close and not recoverable. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.